Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information, confirmed shipping address, and decided to replace the pump. Customer was instructed to use mdi as a backup therapy.